Event description:
Customer was hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 23 mg/dl. Customer works as a diesel mechanic, he was working too hard. The current blood glucose reading is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.